Manufacturer narrative:
This report is submitted on april 07, 2023.

Event description:
Per the clinic, the patient experienced no sound and loss of connection to the internal device. Re-programming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and re-implant the patient with another cochlear device as of the date of this report.

Manufacturer narrative:
Device analysis report indicated device failure. Device analysis report attached. This report is submitted on november 06, 2023.

Manufacturer narrative:
The device was explanted on (B)(6) 2023. The patient was reimplanted with another cochlear device during the same surgery. This report is submitted on september 04, 2023.